Event description:
Two stents failed to cross a lad lesion and were removed. Third stent inserted. Dissection of left main discovered. Stent removed without cross and procedure stopped. Bypass completed surgically. Post op film showed 2nd stent had come off and remained in the bypassed left main. Dissection thought to have possibly been contributed by repeated failures of stents to cross.